Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On an unknown date, the patient was hospitalized for the event. Treatment was not reported. On unreported dates, the peritonitis was resolved, the patient was recovered, and dianeal therapy was discontinued (no further detail was provided). No additional information is available.